Event description:
At about 5 years 2 months after the primary, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 april 2023. Lot 173228: (B)(4) items manufactured and released on 17-oct-2017. Expiration date: 2022-10-02. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.